Event description:
During an in-clinic follow-up, an episode of inappropriate anti-tachycardia pacing (atp) and high-voltage shock in response to atrial fibrillation (af) falling into the programmed therapy zones on the device. The healthcare provider noted that the cause of the inappropriate therapy was due to poor medical adherence and alcohol use. Additionally a charge timeout was observed on the device, however no appropriate therapy was missed. The device had reached normal elective replacement indicator (eri) and was replaced. The patient was stable.